Manufacturer narrative:
Approximate age of device ¿2 years, 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported via device tracking form that the patient received a pump exchange due to suspected thrombosis. The patient was exchanged to heartware hvad. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed in the evaluation of the device. The pump was returned with the driveline cut approximately 2.5¿ from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was not returned. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned attached to the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the distal side of the inlet stator and the blood tube/rotor inlet section revealed thin thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to be in the early stages of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The two thrombus rings were similar in structure and color and were likely a single formation prior to the disassembly of the device. Examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, areas of the deposition had evidence of denaturation and the circumferential contact marks on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Device thrombosis is listed in the instruction for use as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The section entitled "pump performance monitoring" outlines indications of pump thrombosis as well as how to respond to such events.